Event description:
It was reported that the pump became very hot while charging, leading to the plastic around and inside the usb port burning and melting, causing heat and electrical issues. The customer's blood glucose level did not exceed 500 mg/dl and there was no indication of a "high" reading from the cgm, implying there was no adverse impact. Technical support decided to replace the pump and provided new tandem charging supplies as a goodwill gesture. The pump was under warranty, and the customer was informed to let the pump battery fully deplete before returning it.